Event description:
An article published in the university of zurich repository and archive, detailed the results of a study on the absorption of irrigation fluid during photoselective vaporization of the prostate (pvp ). Clinical data from 50 patients, average age of 69 years old who underwent pvp between 2011 and 2012. Was analyzed. The patients were categorized as ¿absorber¿ (group 1) and ¿non absorber¿ (group 2). The following complications were reported for the absorber group of patients; 2 events of capsular perforation, 2 events of open venous sinuses for which one also had mild dyspnea, 6 events reported bladder neck incisions, 7 reported non-disturbing bleeding, 6 events of impaired visibility, and 2 events of prolonged operation time due to bleeding. The following complications were reported for the non-absorber group of patients; 1 event of capsular perforation, 4 events of bladder neck incision, 6 events of non-disturbing bleeding, and 2 events of impaired visibility due to bleeding. In addition, significant bleeding was reported for 1 patient, and 15 patients reported re-catheterization due to urinary retention. There was insufficient information in the article to determine the number of patients impacted by the reported complications.